Event description:
The complaint is classified based upon info the reporter/layperson gave to a customer care advocate on 06/13/08. Because this senior medical affairs specialist has been unable to reach the pt/layperson or reporter by phone, a letter will be sent. The reporter alleged that the pt's onetouch ultra2 prompted apply sample the morning of the previous month. Reportedly, the pt had symptoms of "low blood sugar" after the issue began. No treatment was received. The cca resolved the issue that was due to incorrect technique and replaced the products. Because the pt allegedly had low blood glucose symptoms (unknown if severe) after the issue began, the complaint is classified as adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter, or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.